Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was an area of in-stent restenosis (isr) located in the right common femoral artery. After a 5f non-bsc sheath was placed and a wire was passed through, a 5.0mmx20mmx143cm nc quantum apex balloon catheter which was advanced for dilation. However, resistance were encountered and it was noted that the shaft got separated near the exit port outside the body. The device was removed from the patient's body. The procedure was completed with coyote es balloon catheter. No patient's serious injury nor complications were reported.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter in two pieces. The device was bloody, and the balloon was tightly folded. The tip, balloon, markerbands, inner/outer shaft and hypotube were microscopically and visually inspected. Inspection revealed tip damage flared numerous kinks in the hypotube, and a separation in the hypotube located 90 cm from the tip of the device. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was an area of in-stent restenosis (isr) located in the right common femoral artery. After a 5f non-bsc sheath was placed and a wire was passed through, a 5.0mmx20mmx143cm nc quantum apex balloon catheter which was advanced for dilation. However, resistance were encountered and it was noted that the shaft got separated near the exit port outside the body. The device was removed from the patient's body. The procedure was completed with coyote es balloon cahteter. No patient's serious injury nor complications were reported.